Manufacturer narrative:
Initial MDR 1876100 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula was bent event on 18-apr-2024 and 19-apr-2024. The blood glucose level was 280 -300 mg/dl at the time of event. The event occured after three or more hours of insertion. The insertion site was at abdomen. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.